Manufacturer narrative:
(B)(4) - initial mfg report # 3002416487-2015-00012 was submitted to the FDA on 02/02/2015. This report was filed in error. There was no alleged malfunction of the product. A forklift clipped the sector block for the front riggings on the manual wheelchair causing the side frame to bend. There is no malfunction or serious injury alleged; therefore, this is not a FDA reportable event. No MDR should have been filed.

Event description:
Forklift clipped the sector block and bent the side frame.

Event description:
Forklift clipped the sector block and bent the side frame.